Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels range (40-50 mg/dl). The customer declined to troubleshoot with tandem technical support and to provided additional information.